Manufacturer narrative:
Other applicable components are: product ID: 97715, serial# (B)(4), product type: implantable neurostimulator. For related ins, please see regulatory rep #: 3004209178-2020-04890. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the rep¿s tablet would connect with the communicator, then it would find the serial number of the implantable neurostimulator (ins), but it would not connect to the ins and show "no device found." The rep stated that they already replaced the ins because of this and now they were having the same issue with the second ins. The tablet was restarted, and the rep didn¿t have another tablet/communicator to use. The rep had stepped out of the operating room (or) and was still seeing "no device found," even with communicator right over ins in sterile packaging. The rep exited the app, power cycled the communicator twice, and the ins still showed, ¿no device found.¿ when the rep used the controller and the recharger, they both successfully paired with the ins. The rep tried to connect with the tablet and again saw the ¿no device found¿ message. Eventually, the rep was able to successfully communicate with the tablet. The following day, the rep reported that the doctor was unwilling to use the initial ins as it could not be interrogated on the field and there were no sterile covers at the facility. The doctor was adamant about risk of contamination, and he requested a new ins. There were no further complications reported or anticipated.

Event description:
Additional information was reported that the cause of the event was unknown. After sometime the second ins was communicated with. No further information was reported.